Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level was 508 mg/dl. Customer delivered a correction bolus to address elevated bg. Customer declined troubleshooting and declined to provide further information.